Manufacturer narrative:
It was incorrectly reported that the unit would stop zooming during use. The correct issue is that the unit would not recharge the batteries. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit would stop zooming during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit would stop zooming during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.